Manufacturer narrative:
A complaint investigation of the returned device has been conducted. There was no product malfunction observed, the cannula did not display and bending or kinking. There are no further actions planned at this time.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl within the first 1 and 4 hours of wearing a new pod. The customer reported there were no alarms or leaking observed. When changing the pod, the cannula appeared to be bent at the tip.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of pod cannula bent/kinked. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.